Event description:
A patient contacted our (B) (4) affiliate and reported developing a corneal ulcer while wearing acuvue advance contact lenses around (B) (4) 2008. The pt reported a history of dry eyes and the symptoms worsened around (B) (4) 2008. The pt reported discarding the contact lens being worn at that time and inserted a new lens and experienced a stinging sensation. In (B) (4) 2008 the pt reported pain in the os. The pt reported that the pain resolved with the use of prescription eye drops. The pt discontinued contact lens wear for more than one month. The pt is currently wearing acuvue oasys contact lenses. Our (B) (4) affiliate has requested the pt's consent to contact the treating ecp for information about this event. At this time the patient has not consented to allow us to contact the ecp. As a corneal ulcer may or may not be a serious injury and details of location, size, visual acuity or confirmation by a medical professional were not available, this event is being reported as worst case. The pt provided the lot number of the product in question. The lens in question was not available. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested are within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling for reuse.